Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified proximal circumflex artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. During insertion of the stent through the tuohy valve, the shaft got kinked and then broke in half when advancing the device. The stent never exited the sheath. The device was pulled out and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 240 mm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified proximal circumflex artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. During insertion of the stent through the tuohy valve, the shaft got kinked and then broke in half when advancing the device. The stent never exited the sheath. The device was pulled out and the procedure was completed with another of same device. No patient complications were reported.